Event description:
It was reported that an alarm 2 followed by an alarm 26 occurred, indicating a potential occlusion issue that caused the customer's blood glucose level to exceed 500 mg/dl, with the cgm reading as ¿high.¿ the specific blood glucose value was unknown, but it was displayed as "high." To address the elevated blood glucose level, the customer administered a correction bolus via the pump, changed the infusion set and cartridge, and resumed insulin delivery.